Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified some slight damage to the septum with no leaking seen during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 12.5 mg/ml at a dose of ¿2.21¿ via an implantable pump. It was reported that the patient went to the hospital emergency room with morphine overdose symptoms. The patient experienced diaphoresis, confusion, headache, pain, respiratory distress, and less than 50% therapy relief. They suspected leakage of the pump medication. The patient was hospitalized to treat the symptoms of underdose; the days were not specified. It was initially reported that the hcp used a medtronic refill kit to check how much medicine was in the pump, and they found that the reservoir was ¿empty¿. However, additional information clarified that the actual reservoir volume (arv) was 13 ml. The hcp had expected to find 20 ml in the pump, as they performed the check on the same day (morning) in which they performed the refill. The pump was replaced with an intellis scs device. After the pump was explanted, they observed two holes in the reservoir. The hcp introduced solution to the reservoir of the pump, and it leaked through the two holes. The pump would be returned to the device manufacturer. The issue was not resolved, and it was unknown if there was any injury as a result of the event. However, it was noted that the patient¿s status was ¿alive - no injury¿. It was unknown if the pump was refilled with authorized medtronic refill kits in previous years. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.